Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into ta power source. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.